Event description:
Enduser advised the right motor assembly is not working properly. Enduser advised right wheel will not move. Enduser advised contacted xmed (B)(4) (B)(6) 2014 and still have not received parts. Enduser advised now joystick is flashing a wrench and chair will not work. Enduser advised left arm pad is torn, casters are nicked up, drive wheels are worn, and a piece is broken off the footboard causing it to flop down.